Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the extractor was placed behind a stone in the duodenum and then inflated. The physician pulled back on the catheter and the catheter started to stretch; however, the physician continued to sweep the duct to remove the stone. A snap was heard and it was noted that the catheter detached half way down the sheath. The proximal section of the device was removed from the endoscope; however, the distal section of the catheter was stuck on the bridge of the endoscope. The endoscope was sent for repair to remove the distal part of the catheter. It was confirmed that nothing detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the catheter shaft was broken 79cm from the bifurcation. The shaft was also found to be stretched between 9 and 41cm from the bifurcation and between 73 and 79cm (point where catheter broken) from the bifurcation. There was no balloon present on the device; the balloon was detached and not returned. The catheter was also found to be kinked throughout the length of the shaft at the points where the shaft was stretched. Small nicks were also identified on the c-channel where the catheter is stretched. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of catheter broken, shaft stretched and device stuck in scope were confirmed. It is likely that the a large stone/torturous anatomy prevented the catheter from withdrawing and the physician used excessive force to pull it out and subsequently the catheter stretched and broke. The most probable root cause of this event is operational context as due to some procedural factors (e.g. Torturous anatomy) encountered during use, performance of the device was limited.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an extractor pro balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, the extractor was placed behind a stone in the duodenum and then inflated. The physician pulled back on the catheter and the catheter started to stretch; however the physician continued to sweep the duct to remove the stone. A snap was heard and it was noted that the catheter detached half way down the sheath. The proximal section of the device was removed from the endoscope; however, the distal section of the catheter was stuck on the bridge of the endoscope. The endoscope was sent for repair to remove the distal part of the catheter. It was confirmed that nothing detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.